Event description:
A low reading issue was reported with the adc device. The customer obtained a sensor reading of 100 mg/dl and experienced symptoms described as dizziness, circulatory issues, was unable to move, and eventually lost consciousness. The customer was taken to the intensive care unit where a blood glucose result of 538 mg/dl was obtained and customer received treatment for hyperglycemia via pump and infusion. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.